Event description:
It was reported that the patient presented with a patient notifier alert for capacitor charge time limit reached. Capacitor maintenance checks from two clinic visits found all but one charge time in normal range. The physician ordered a home monitoring system for the patient. Patient is doing fine.